Event description:
The following is based on initial information received from the patient and subsequent medical records received from the patient's clinic: (B)(6) with a past medical history of end stage renal failure was admitted to the hospital on (B)(6) 2013 (primary diagnosis peritonitis). The patient presented with chief complaint of pain in the middle of his abdomen, while on peritoneal dialysis. The patient reported during intake his last pd fluid was not clear. The peritoneal dialysis gram stain showed gram negative rods in the fluid. On admission, patient was started on vancomycin 1 gram and gentamicin. He was discharged from the hospital on (B)(6) 2013; the progress notes stated the peritonitis was resolving and white blood count trending down.

Manufacturer narrative:
Medical records have been received and reviewed by the manufacturer's physician and assessed the following: (B)(6) male patient with esrd received peritoneal dialysis at home using a cycler. He developed an episode of peritonitis requiring hospitalization. There was no history of therapy problems or device malfunctions. A supplemental report will be submitted upon completion of the patient's investigation. Related MDR: 2937457-2013-00586.